Manufacturer narrative:
Exact date of event is unknown. Exact date of explant is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ii endoleak had been seen on follow up. The patient then presented emergently with aneurysm expansion which led to a type ia endoleak. Open conversion was performed due to the sudden increase in the aneurysm diameter and the stent graft was partially explanted. This reportedly resolved the event. The physician stated that the cause of the event was aneurysm expansion leading to a type ia endoleak. No additional clinical sequelae were reported and the patient is fine.